Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the following. One internal insulation abrasion breaching re cables lumen was found between rv and svc shock coils. One re cables etfe coating was abraded while the other re cable was intact and the inner coil was not exposed in this abrasion region.

Event description:
This report is to advise of an event observed during analysis.